Event description:
Customer reported blood glucose results of 293 mg/dl, 109 mg/dl, 111 mg/dl, and 118 mg/dl within 10 minutes on the aviva system. Customer reported symptoms of hypoglycemia, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.